Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, despite the attempt of multiple cables. Subsequently, the pump shut down due to insufficient power. The customer's blood glucose (bg) level was impacted (400 mg/dl) with slight ketones. A correction bolus was delivered to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.